Event description:
Patient scheduled for outpatient robotic bronchoscopy. Patient arrived to procedure room. When procedure began, unable to get picture for scope on monitor. Rep contacted, recommended trying a new scope. New scope opened, but same issue present. Monarch system completely shut down, and upon restarting, image working, however, scope reading an error that would not allow for procedure to continue. Help desk contacted, and all scopes with that same lot number deemed unable to be used. Only one remaining scope on unit not part of that same lot number. Scope opened and working, however, procedure delayed for over an hour with patient sedated while troubleshooting. 3 scopes total had to be either wasted or returned to company for credit. Reference reports: mw5118055, mw5118056.